Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user accidentally touched his head in mid-april and afterwards was suddenly not able to hear with the device on his left ear. The user has been re-implanted.

Manufacturer narrative:
The investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery.

Event description:
The user accidentally touched his head in mid-april and afterwards was suddenly not able to hear with the device on his left ear. The user has been re-implanted.